Event description:
When preparing to change my sensor on my medtronic minimed 670g insulin pump I opened the packet and found that the needle was missing from the sensor. I was unable to use it and had to open and use a new sensor for my weekly change.